Event description:
The customer called for help with her breeze2 meter. She alleged that she received a control test result of 179 mg/dl. She performed 2 more control tests while troubleshooting and received a result of 169 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. The test discs are to be returned for eval. Replacement test discs and a new meter were sent to the customer.